Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The device was reprogrammed from bipolar to unipolar and the issue persisted. A revision procedure was performed at which time a new lead was implanted. The status of the chronic lead is not known at this time. No adverse patient effects were reported.